Event description:
An attempt was made to pre-dilate a lesion using a 1.5mm diameter x 15mm length sprinter legend rx balloon dilatation catheter. The target lesion, located in the lad # 7, was described as moderately tortuous with 90% stenosis and some calcification. However, it was reported that the balloon of relevant device ruptured when inflated to 4 atms. After this another sprinter legend rx balloon dilatation catheter was used in an attempt to pre-dilate the lesion; however, it also ruptured at 6 atms (MFR # 2953200-2010-00288). The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: calcification, tortuosity, 90% stenosis. Eval summary: medtronic has received the device and its analysis has been completed. Negative purge performed confirmed the presence of a leak. A radial tear was located over the distal end of the marker band.